Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and the sensor had inaccurate reading. The customer¿s blood glucose level was 50 mg/dl and sensor glucose was 66 mg/dl. The customer treated her low blood glucose by eating something sugary and finger stick went to 99 mg/dl and the pump was still stuck at 66 mg/dl. Customer treated again and sugar went up to 190mg/dl and tried to bolus but the pump was suspended. The customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.